Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot : a previous review of the device history records per (B)(4) did not reveal any related deviations or anomalies.

Manufacturer narrative:
Product complaint #: (B)(4). Initial reporter occupation: lawyer. Dmf# - (B)(4), trade name gentamicin sulphate, active ingredient(s) gentamicin sulphate, dosage form - powder, strength 1.0g active in our cements. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Medical records ad 23 feb 2021 were reviewed. On (B)(6) 2016, the patient had a right total knee replacement to address osteoarthritis. Depuy components, including depuy patella, and depuy cement x2 were used. On (B)(6) 2019, the patient had a revision total knee arthroplasty, to address pain and loosening of the tibial tray at the cement/component interface. Competitor components were implanted during this procedure. Doi: (B)(6) 2016, dor: (B)(6) 2019, (right knee).